Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a filter retrieval procedure, the filter was snared with loop; however, the sheath would not go over the hook and the filter had to be left in patient. The physician does not believe, based on the time frame and imaging, that it was fault of the filter itself, but rather the retrieval set. The filter is expected to be removed at a later date. There is no reported change in the patient's status. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history and specifications was conducted during the investigation. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. The investigation was unable to determine which sheath caused the difficulties; however, it is assumed that it is the black inner catheter in the coaxial introducer sheath system. It is also unknown if these difficulties caused tip damages or sheath damages. Based on the limited information, the investigation was also unable to determine whether or not the physician did follow the instructions for use (IFU) however, the physician stated that he did not believe the filter caused the difficulties during the retrieval procedure. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required

Event description:
During a filter retrieval procedure, the filter was snared with loop; however, the sheath would not go over the hook and the filter had to be left in patient. The physician does not believe, based on the time frame and imaging, that it was fault of the filter itself, but rather the retrieval set. The filter is expected to be removed at a later date. There is no reported change in the patient's status. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.